Event description:
Incorrect weight change noticed on prisma machine, quickly noticed and set changed. Noticed that the haemosol bo bag cause more tension on the dialysate and replacement lines due to added length of haemosol bags.